Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue but unable to duplicate. The device functioned properly during testing. This device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device does not analyze ECG rhythm. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device does not analyze ECG rhythm. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.